Manufacturer narrative:
Occupation: initial reporter is a johnson and johnson employee. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the trigger of the device was loose, and when the white plastic sleeve was removed it was observed that both implants were still inside the needle. The first implant was not fully deployed, given that a portion of the first implant was still under cover of the silicone sleeve. The handle was disassembled to reveal the internal components of the trigger and push rod assemblies. From this, it was observed that the tip of the trigger which makes contact with the push rod was broken in two (2) pieces. The push rod was removed to observed the distal tip of the component, and it was found that the push rod was bend at the distal tip. The push rod may become bent as found when excessive compression force is applied at the push rod distal tip. This type of failure can occur when the user does not penetrate the needle far enough into the meniscal tissue, which can cause the implant to become stuck against the surface of the tissue. Given that the first implant was not fully deployed from the silicone sleeve, the implant may have become stuck at that point along the needle while the trigger was being pulled. When the trigger is continuously pulled while the implant is stuck against the surface of the tissue, the push rod can become bent under excessive compression force. When this happens, excessive compression force can build up in the trigger and cause the trigger to break therefore is a potential root cause for the inability of the device to release the implant and the trigger being broken. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a meniscal repair procedure, the two truespan 12 degree peeks malfunctioned. The first one did not fire and it jammed; the surgeon tried to get the gun to fire and the handle broke on it and nothing came out. The surgeon pulled on the trigger for the first implant, there was a popping noise and then the trigger hung loose. Neither implant from this device was implanted into the patient. For the second device, it was noted the trigger was challenging to pull. The surgeon needed excessive force to deploy both of the implants. Both implants were deployed from the device successfully. The case was completed successfully and the device with the broken trigger was replaced with another truespan device. For both of the devices, the tip of the needles were in scope view and they both penetrated the meniscus all the way to the depth stop. The surgeon did use a probe. This report is for a truespan 12 degree peek. This is report 1 of 1 for (B)(4).